Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. (B)(4).

Event description:
An ophthalmologist reported the gas is behaving differently than usual. He stated that on three different cases, the gas remained in the eye for a shorter time and he thinks the bottles may be labeled incorrectly. He reported there was no pt harm.